Event description:
It was reported that the set screw was missing from the gamma 3 implant box.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.